Manufacturer narrative:
The device was not made available for return. The root cause is unable to be determined. If any pertinent additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the end cap being displaced. No patient adverse event was reported.